Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a failure of drive gas check valve. The drive gas check valve was replaced, and the unit was returned to service.. Ge healthcare (gehc) initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2015. The FDA recall number is z-0677-2016 through z-0682-2016.

Event description:
The hospital reported the unit would not relieve pressure during preuse checkout. There was no report of patient involvement.